Manufacturer narrative:
During the visit at the customer site, the arjo technician inspected the involved bed frame. The claimed issue was duplicated. The indigo turned off unexpectedly during the use, then it started to move until the bed movement was stopped by pulling the bed backward. The issue was resolved by replacement of the pcb and hub wheel. Both parts were returned and inspected by the arjo electronic engineer. The claimed issue could not be duplicated during the test. No unintended movement, no acceleration was observed during the parts evaluation. The analysis of gyroscope (pcb sensor) readings during wheel operation revealed that the gyroscope had a tendency to return interfered measurements when the wheel operated with particular velocity, but the interferences were reasonably small and the possibility of unintended movement is very unlikely. All devices with indigo are equipped with the emergency stops switches located at both (the foot and head) ends of the bed. When the emergency stop switch is activated, an electric brake is applied to reduce momentum and slow the bed down until stopped. At the same time, the blue lights will turn off and the drive wheel will raise up from the floor. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿. Arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module.

Manufacturer narrative:
The pcb return is ongoing. We are waiting for part delivery for further tests. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The availability of the pcb for further testing was confirmed however it has not been returned so far. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The investigation is ongoing and the pcb return for further test was requested. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). In the claimed case, the indigo turned off unexpectedly during the use, then it started to move by itself. The operator stopped the bed movement pulling the bed backward. No injury was sustained. There was no allegation that any patient was involved.